Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was in use on a patient, the epg power suddenly turned off. Cardiac arrest occurred due to pacing stop. The epg had been used for about one week while it was hung up by the bedside. The medical engineer was on site at that moment and turned the power back on. Instant correspondence was possible as a monitor with alarm function was used in combination with the epg. The device was programmed to voo mode at 70 ppm (pulses per minute) with an output of 5.0v and sensitivity of 3.0mv. The epg was in a status that no one could touch it and there was no medicine applicator. The status of the epg is unknown, but the epg will not be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: ring was damaged. Normal function was confirmed by reception test. The epg case will be opened, cleaned and inspected. Damaged ring will be replaced. The pacing output, sensing sensitivity, rate and internal circuit will be calibrated, then functional test and performance test will be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for servicing.